Event description:
The complaint received states that after optease ivc filter implantation, that patient expired from a thrombo-embolic event. The patient was a female with medical history including dvt (deep vein thrombosis) and pe (pulmonary embolism). The patient was scheduled for back surgery, and ivc filet implantation was done prior to the back surgery. All medications were stopped for the anticipated back surgery and the ivc filter was placed prophylactically. The back surgery was completed without report of complications. Several days following the back surgery, the patient reported with complications and died five days after the complications, from a thrombo-embolic event. Per the physician, "an autopsy was not performed and the cause of death was probably due to thrombosis throughout the venous system." The filter remains implanted thus is unavailable for analysis.

Manufacturer narrative:
There was no sterile lot number information available thus no DHR could be performed. Thrombo-embolic events are a known potential adverse event associated with ivc filter implantation and are listed in the IFU as such. This investigation was limited by the lack of product return and no sterile lot number information. In this case, the patient had a known history of dvt with pe, and the device was utilized while the patient could not be on an anticoagulation medication regimen for back surgery. Review of the limited information suggests that patient and medication regimen factors have contributed to the unfortunate event.